Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the forceps broke during a case when the surgeon was reducing the parasymphisis fracture. The broken piece flew off of the sterile field and there were no adverse consequences nor delays.

Manufacturer narrative:
The reported event that the forceps broke could be confirmed. The visual inspection revealed that the tip of one arm has broken off. The fracture surface of the remaining part shows an intercrystalline forced rupture due to a bending overload. Furthermore, the outer side of the fracture shows squeezed material, indicating a breakage in the outward direction. Additionally, the teeth of the closing mechanism of the device show strong deformations also demonstrating high applied forces when operating with the device. The DHR review as well as the performed hardening measurement confirmed that the device was manufactured according to specification. In conclusion, it can be stated that based on the alignment of the signs found in the investigation (squeezed material, deformations on the teeth) the root cause of the breakage can be tied to a user related issue when the strong bending forces were applied to the arms of the device, most likely by excessively trying to close the forceps. Indications for any material or design related problems were not determined in the investigation.

Event description:
It was reported that the forceps broke during a case when the surgeon was reducing the parasymphisis fracture. The broken piece flew off of the sterile field and there were no adverse consequences nor delays.